Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted via phone and stated that the brush head came apart, the part which actually moves had come off in his mouth. No injury was reported.